Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with normal operating currents and no unexpected replace battery now alarm noted during testing. Replace battery alarm and pump error (B)(4) confirmed in long trace due to software error. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive replace battery now with first receiving a low battery alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.